Manufacturer narrative:
1 of the 2 : the product was not returned for investigation. Therefore, no conclusion may be drawn to which caused the fracture. 1 of the 2: the return includes what appears to be the bevel of an abutment. Neither the abutment body, abutment hex, nor abutment screw was returned for evaluation. It appears that the abutment bevel has been ground of the abutment body. The investigator was unable to confirm the identity of the returned part based on what was provided. No evaluation could be made based on the information provided.

Event description:
This report is a summary of two (2) malfunction events. A review of the event(s) involved a device experiencing a broken abutment or abutment hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.

Event description:
This report is a summary of two (2) malfunction events. A review of the event(s) involved a device experiencing a broken abutment or abutment hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.

Manufacturer narrative:
1 of the 2 : the product was not returned for investigation. Therefore, no conclusion may be drawn to which caused the fracture. 1 of the 2: the return includes what appears to be the bevel of an abutment. Neither the abutment body, abutment hex, nor abutment screw was returned for evaluation. It appears that the abutment bevel has been ground of the abutment body. The investigator was unable to confirm the identity of the returned part based on what was provided. No evaluation could be made based on the information provided.